Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A customer quality engineer reviewed the electronic records and found no issue with the device. A cause of the reported issue cold not be determined.

Event description:
The customer contacted stryker to report that the device would not charge and deliver defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device would not charge and deliver defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.